Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that after a treatment session, the patient experienced a little burn on the left upper eyelid. The degree of burn is unspecified. Reportedly, no pain medication or anesthesia was administered at the time of treatment. The treatment tip surface was inspected prior to use and reportedly there were no issues noticed. Additional information has been requested, but has not been received.

Manufacturer narrative:
Attempts for additional information and patient outcome were made, but without success. The treatment tip and data card were returned to solta. Evaluation of the tip found no anomalies. Evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the treatment tip was not in full contact with the skin. Failure to maintain constant force until the tone ends can result in an unsafe condition. An error indicates a recoverable problem that requires operator intervention. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on our investigation of available information, a root cause for the reported event could not be conclusively determined. Burns, blisters, scabbing and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin causing burns and subsequent blister and scab formation. There is a small chance of scar formation and application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.